Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had keypad issues. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with corrosion on force sensor and moisture damage on motor assembly. Intermittent button response on the select button due to moisture damage on the keypad traces. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay and slightly peeling keypad overlay at the overlay corners.